Event description:
It was reported that patient underwent left hip arthroplasty in 2009. Subsequently, patient suffered drainage and redness and cultures taken showed mrsa infection. Patient was revised two weeks later, to remove components and have an antibiotic spacer placed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterile certification shows that the product was sterile released on october 30, 2008. There are warnings in the package insert that state that this type of event can occur.